Manufacturer narrative:
Additional information received: d4 lot number and expiration date. H4 device manufacturer date . The engineering evaluation is underway.

Manufacturer narrative:
Correction: d4 model number changed from 9600lds20a to 9600lds20j. The product was not returned for evaluation. No applicable imagery was provided for review. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The applicable trend categories were reviewed and determined to not be over the control limits set. A review of the complaint history was not performed as the complaint was unable to be confirmed. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the edwards commander delivery system and no deficiencies were identified. Per the IFU it is to be noted, fill the inflation device with excess volume relative to the indicated inflation volume. Lock the inflation device and attach to the 3-way stopcock. Close 3-way stopcock to the inflation device provided by edwards lifesciences and de-air the system using the 50 ml or larger syringe. Slowly release the plunger and leave zero pressure in the system. Close the stopcock to the delivery system. By rotating the knob of the inflation device, transfer the contrast medium into the syringe to achieve the appropriate volume required to deploy the thv. Close the stopcock to the syringe and remove it. Verify that the inflation volume is correct and lock the inflation device. During the manufacturing process, the commander delivery system is visually inspected and tested several times. During manufacturing, the commander component was 100% inspected. During the final inspection, the commander underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with aortic valve replacement. These patients can be non-operative or high risk, have complex medical histories and multiple co-morbidities, including limited cardiac reserve that can impair tolerance to the procedure, such as low ef, hyperdynamic ef, or ischemia due to underlying coronary disease. Long pacing runs and anesthesia can also exacerbate these conditions. Patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing to facilitate accurate valve deployment. Because of these factors, intra-operative arrhythmias and hypotension are very common during the thv procedure and are treated with standard therapies, including additional vasoactive drugs and/or electrical conversion. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. The complaint for delivery system inflation difficulty was unable to be confirmed due to the unavailability of the returned device and applicable imagery. Without the returned device, engineering was unable to perform any visual, functional, or dimensional testing; therefore, a manufacturing non-conformance could not be identified. However, a review of the DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the complaint description and case notes, the ¿injector problem¿ resulting in having to do a longer ventricular pacing run (rvp) and deployment time. It is possible that the delivery system stopcock was not fully opened, or the operator forgot to unlock the inflation device prior to inflation resulting in difficulty inflating the balloon initially. The time taken to troubleshoot this error may have led to the increased of rapid pacing time required for balloon deployment. The longer rapid pacing time was likely a contributing factor in triggering the ventricular fibrillation; however, this is unable to be determined conclusively. Additionally, per report ¿prior to deployment and when the flex tip was pulled back, the operator was not holding delivery system firmly. As a result, the valve advanced into left ventricular (lv) and required to be repositioned. During this adjustment, the native lcc may have been distorted between the sov and the prosthetic valve.¿ the distorted shape of the native lcc along with the presence of moderate-severe calcification may have prevented the balloon from reaching full expansion. Based on the information provided, a definitive root cause is unable to be determined; however it is possible that patient (distorted native lcc/calcification) and procedural (not fully opening stopcock or not unlock the inflation device prior to deployment) factors may have contributed to the difficulty inflating the delivery system. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  Since no edwards defect was identified, no corrective or preventative actions are required. Since no product non-conformances or IFU/training manual deficiencies were identified, a product risk assessment is not required.

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by our (B)(6) affiliate, this was a transfemoral tavr procedure for a 20mm sapien 3 valve in the native annulus. The balloon aortic valvuloplasty (bav) was executed without problem. There was delay in inflation of the valve due to problem with the contrast agent injector and blood pressure was dropped to 40mmhg range. During deployment, when the commander delivery system flex tip was pulled back, the operator was not holding the delivery system firmly. As a result, the valve advanced into left ventricular (lv). The operator pulled back the valve hurriedly with force, then the valve dove toward the aorta. The operator adjusted the device and was able to correctly position the valve on annulus. The valve never moved or dislodged on balloon during the attempt. Initially the inflation was planned to be done by nominal volume; however the inflation stopped at approximately 1.5ml less than nominal volume. Post deployment ventricular fibrillation (vf) occurred and defibrillation was executed 7 times in total, in parallel with the cardiac massage. However, as the vf continued percutaneous cardiopulmonary support (pcps) was implemented and the hemodynamics became stable. The coronary angiography revealed poor flow at left main coronary artery (lma). But selective angiography of left main trunk (lmt) revealed normal flow. Additionally, the intravascular ultrasound (ivus) showed no obstruction or stenosis was observed. The transesophageal echocardiography (tee) revealed hematoma at the area close to left coronary cusp (lcc). It was concluded that there was temporary coronary stenosis due to compression by the hematoma. There was no pericardial effusion. As the hemodynamics was under control, protamine was administered, and the patient was closely monitored for about 30 minutes while the access wound was closed. A coronary stent implant was not required. Since there was no effusion and the size of the hematoma was unchanged, the patient was transferred under intubation and pcps. Per the physician, ¿the valve implantation took time because of agent injector problem. Additionally, the valve position had to be corrected and while this attempt, native lcc may have distorted between the sov and the valve. It could cause the calcification on lcc to damage the sov wall, resulting in hematoma formation.¿